Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; evaluation of the provided picture identified that one of the ball bearings is missing/disassembled from the tasp shim. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The complaint has been confirmed by visual evaluation of the provided picture. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
It was reported that a ball bearing was found missing from a tasp shim while reassembling the tray after sterilization. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.